Event description:
It was reported following a percutaneous procedure, an angio-seal device was deployed to seal the arteriotomy site. The pt presented to the e.r. (Date unknown) with symptoms of an infection at the puncture site. Cultures (source unknown) were negative for infection. The pt was diagnosed with cellulitis; rocephin was administered and the pt was reportedly recovering.